Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter connector was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l groshong connector. The distal connector segment was not returned for evaluation. The grey distal portion of the proximal connector segment was removed from the sample and was not returned for evaluation. Microscopic inspection of the sample did not reveal any evidence of occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No functional deficiencies were observed during evaluation of the returned sample; however, the complete connector was not returned for evaluation. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rebx0823 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there was difficulty with advancing the groshong PICC through the sleeve of the catheter. Once it was connected, the user was unable to get ¿back flow¿ and was unable to infuse. The catheter was cut and a repair kit was used.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed two other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that there was difficulty with advancing the groshong PICC through the sleeve of the catheter. Once it was connected, the user was unable to get ¿back flow¿ and was unable to infuse. The catheter was cut and a repair kit was used.